Event description:
It was reported that the user disconnected from the ilet following troubleshooting for an occlusion alert and used multiple daily injections, then reconnected by replacing the infusion set, filling the tubing to drops, inserting a new set, and performing a fill cannula; insulin therapy subsequently resumed, and a blood glucose of 252 mg/dl was noted after a small meal while disconnected. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or clinical sequelae. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.